Event description:
Customer reports an lv2 infusor containing 1.6ml of vincrisine, 30.4ml of doxorubicin in 162ml of saline to a total volume of 194ml overinfused over 72 hours instead of anticipated 96 hours. Customer reports no pt injury.